Manufacturer narrative:
(B)(4). Event site name: (entered here due to limited space) - (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) seal no. 3 came out with the delivery device during insertion into the aorta, and the seal did not remain in the aorta.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/13/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the delivery device. The blue safety lock was off and the white plunger was fully depressed on the delivery device. The intact seal and tension spring assembly was observed outside the delivery device. There were no visual defects observed on the intact seal or tension spring assembly. An investigation was conducted on 06/18/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the loaded seal. The blue safety lock was off and the white plunger fully depressed. The seal was observed in a deployed open state. The seal and tension spring assembly was removed from the delivery device with no physical or visual defects observed. There were no visual defects observed on the intact seal. No measurements of the device were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot#: 3000454605 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.